Event description:
The facility reported a colleague infusion pump with a 703 failure code on channel c. There was no report of when or in which care area this condition occurred. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement and there were no reports of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version for this device is 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 703 on channel c was confirmed during product evaluation by baxter service personnel. This condition was attributed to a faulty user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.